Manufacturer narrative:
Philips service replaced the suite pc, reinstalled software, restored settings, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system boot failure due to defective suite pc on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.